Manufacturer narrative:
A medical review of this case determined this event was not serious, as there is no permanent scarring expected. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data logs, the handpiece and system performed as expected. Service confirmed tip membrane damage during evaluation. Based on the available information, damage to the tip membrane most likely contributed to this event. It is unknown how the damage to the tip membrane occurred. All thermage tips are inspected for defects before shipment to customers.

Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed leak, flow, and thermistor testing. It failed visual testing due to the observation of a dielectric breakdown on the tip. No functional testing was able to be completed as the dielectric breakdown was present. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported to a distributor that a patient experience a non-serious burn after undergoing a thermage treatment on the face. An adequate amount of coupling fluid was used during the treatment. The highest energy level used was between 2.5-3.0. The tip was inspected prior to the treatment and no unusual observations were made, however, the tip was not inspected during the treatment.